Event description:
It was reported that the right ventricular lead was damaged during a previous valve replacement procedure. The damage resulted in increased capture thresholds which became unmanageable. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.